Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp and hv therapy due to a diagnostic anomaly regarding the morphology and interval stability discriminators failures. Programming changes were made. The patient was stable after the event, and will continue to be monitored.